Event description:
It was reported while using bd alaris smartsite w/manifold gravity & ext set the check valve was placed backwards. There was no report of patient impact. The following information was provided by the initial reporter: defect - the tubing does not prime due to valve being placed on backwards. What was the original intended procedure? Spiking a bag of IV fluids.

Manufacturer narrative:
E.4.: the initial reporter also notified the FDA on 17jul2023. Medwatch report # (B)(4). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
A complaint of a valve being assembled backwards was received from the customer. No product or photo was returned by the customer. The customer complaint of misassembly could not be verified due to the product not being returned for failure investigation. A device history record review for model 42511e lot number 22119415 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 29nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.